Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the cartridge has half of a lens stuck in it. There is no visible damage to the cartridge which has clear surgical residue on it. The other half of the lens was received in it's case and has clear surgical residue on it. It should be noted that the injector was not received.

Event description:
The reporter stated that the surgeon was inserting a 23.0 diopter three piece silicone lens in the cartridge and the trailing haptic got stuck in the cartridge and tore off. The lens was cut to be removed. No incision enlargement or suture required. The cartridge used is not recommended for this type of lens.